Event description:
It was reported that the pt underwent an open incisional ventral hernia repair under general anesthesia for a recurrent (one previous surgery documented) left parastomal and midabdominal supra and infra umbilical abdominal wall defect in 2008. The pt was discharged 8 days later with no issues noted. In 2009, the pt indicated disabling pain with coughing/deep breathing. The pain is located in the left lower quadrant. The pt was referred to a pain clinic and was treated with trigger point injections and ultram ER.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly. The actual product code and lot number associated with this event is not known. The following are possible product codes and lot numbers: product code uum3, lot# aa9cgmbo, product code uml1, lot# zk9hjqmo.